Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). (B)(6) had a pcu8015 connected to server but no pending data set available (he checked wireless status was associated and server status was connected). He had 2 pcus8015 side by side. Both pcus were connected to server. Pcu sn (B)(4) had software (B)(4) and correct data set. Pcu sn (B)(4) had software (B)(4) and in-correct data set. He cleared the data sets on both pcus and verified the data set again after they both reconnected to server. Pcu sn (B)(4) had a new pending data set available, but pcu sn (B)(4) did not have pending data set, even it was connected to server. (B)(6) swapped the network cards, the issue was not resolved.